Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of stenosis was confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 2 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra valve in the native aortic position, the valve failed due to stenosis. The patient underwent a successful valve-in-valve procedure with a 23mm sapien 3 ultra valve.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints of central regurgitation, leaflet thickened, increased gradients and leaflet motion restricted were confirmed per the provided medical record. Hypoattenuated leaflet thickening (halt), alongside issues like thrombosis, pannus growth, and structural valve deterioration, can significantly impair bioprosthetic heart valve function by restricting leaflet motion. These conditions often lead to increased pressure gradients, narrowed orifice areas, and valve regurgitation, which are recognized potential adverse events in transcatheter aortic valve replacement procedures. In this case, the patient had vast comorbidities (e.g. Hypertension, hyperlipidemia, type 2 diabetes, etc.), which are known factors that may increase the risk of early valve degeneration/thickened leaflet, leading to restricted leaflet motion, valve regurgitation and increased gradients as reported. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event; however, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
According to the provided medical records, the bioprosthetic aortic valve leaflets were severely restricted per echocardiography (echo) from (B)(6) 2025. The posterior leaflet was noted restricted while the anterior leaflet was noted as moderately thickened. Mild aortic insufficiency and severe aortic stenosis were documented. Echo from (B)(6) 2025, documented gradients that were abnormal for the valve type and size; however, no gradient values were provided. The patient underwent a tavr valve-in-valve procedure as well as a watchman procedure during the tavr. The patient is to have a follow-up echo and computed tomography scan in (B)(6) 2026.

Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records. Sections b1, b3, b4, b7, g3, g6, h2, h6: device code(s), investigation findings, investigation conclusions and h11 have been updated. Additions to section b5. The investigation is ongoing.